Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a patient with a 33mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 9 years, 6 months due to unknown reason. The tmvr was performed with 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including cad.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, h2, and h6.

Event description:
It was learned that a patient with a 33mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 9 years, 6 months degenerated, and severe mitral regurgitation. The patient presented with nyha class 2-3 heart failure symptoms. The tmvr was performed with 29mm 9600tfx transcatheter valve. On pod #1, the patient was discharged.